Manufacturer narrative:
Evaluated two opened/used reservoirs performed pre-fill reservoirs test. One out of two reservoirs failed per inspection found reservoir transfer guard needle occluded. The remaining transfer guard needle passed per inspection.

Event description:
It was reported via phone call that the customer was unable to use reservoirs. The customer was trying to push air into the vial and it would not push. The customer then tried another reservoir and it worked fine. The customer's blood glucose was 120 mg/dl.